Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient¿s parent, on approximately (B)(6) 2025, the patient¿s insulin pump administered 23 units of insulin based on an inaccurate high cgm reading, causing the patient to experience a seizure. The emergencies were called, and the patient was treated with the ¿hypo kit¿, which was understood as treatment with glucagon. The blood glucose reading was 4.1 mmol/l at an unknown time. The patient was brought to the hospital and when a fingerstick was taken there the cgm reading was high (more than 22.2 mmol/l) with 2 arrows pointing up, and the blood glucose reading was 13.5 mmol/l. No further treatment was reported to be needed, and it was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated, and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.